Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The unit came in with a reported problem of error 23000 with universal surgical manipulator (usm1). The failure is confirmed through related notification and replicated in-house. The unit was tested on an in-house system in normal mode where the issue is replicated showing errors 23008, 23007, 26015 on yaw. The unit was also tested on patient side cart (psc) fixture test platform (pftp) where the issue is replicated with sensors check, sine cycle test failed yaw. System logs confirmed error 23000, 23008, 23007, 26015 on yaw. As a fix, yaw searchlight printed circuit assembly (pca) will be replaced. The complaint was confirmed based on failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use and no issues were observed. The conversion did not result in increased port size incision or additional ports. There was no injury to the patient observed.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer encountered an error 23000 on the universal surgical manipulator (usm) 1 and the carriage got stuck. The issue was initially resolved by power cycling, but the same error recurred. The customer received phone assistance from the technical support engineer (tse). The tse explained to the customer that the system could be used by disabling the usm1. Since the error was repeating, the hospital decided to convert to laparoscopic surgery. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. Isi has received the usm arm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.